Event description:
It was reported via repair work order that the mattress would not adhere to the litter surface due to missing velcro. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.